Event description:
User reports getting discrepant sodium results for nine pt samples. Only seven samples provided as examples. Initial results occurred in 2007. Original samples repeated in the next day. Pt 1, initial result gave 130 mmol/l; repeat gave 140 mmol/l. Pt 2, initial result gave 130 mmol/l; repeat gave 140 mmol/l. Pt 3, initial result gave 126 mmol/l; repeat gave 135 mmol/l. Pt 4, initial result gave 119 mmol/l; repeat gave 131 mmol/l. Pt 5, initial result gave 129 mmol/l; repeat gave 137 mmol/l. Pt 6, initial result gave 132 mmol/l; repeat gave 140 mmol/l. Pt 7, initial result gave 130 mmol/l; repeat gave 154 mmol/l. No adverse events reported in association with the incorrect results. If add'l info is received, appropriate notification will be provided.